Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with opal spacer implant on (B)(6) 2012. Patient was returned to the or for removal of hardware. Reportedly the parts could not be removed due to the related removal tool is defective. It was reported the parts slid into the leading edge of centrum. The patient feels spinal compression from (B)(6) 2013. No further information will be made available at this time. This is 1 of 1 report for complaint (B)(4).